Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that changing out pens did not resolve the issue of the pen not functioning properly, the touch screen was out of calibration. The touch screen connector was cleaned and reseated and the touch screen calibrated. New software was installed and the device cleaned. It then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's pen compartment was not working. It was further reported that a new pen was also tried but that it did not want to calibrate. The programmer was returned for service. No patient complications have been reported as a result of this event.